Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the ventricular tachycardia ablation procedure, there was an alarm for indication of a missed remote tra nsmission. It was also reported that at the end of the procedure an alert was heard for right ventricular lead "sensing and shock." Following, three lead tests were performed near the right ventricular ablation site and not near the lead. The tests showed satisfactory results. A review of the data showed the "missed warning" occurred three days prior to the date of the ablation procedure and the alert was for right ventricular bi-polar and right ventricular coil impedance. Of note, there was not an indication for over-sensing. The lead remains in use and no patient complications have been reported as a result of this event.